Manufacturer narrative:
The device associated with this report was not returned and is presumed yet implanted. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records were received and reviewed. Review of the medical records revealed a significant amount of scar tissue throughout the knee was removed which was a possible contributing factor to the reported patella grind syndrome. From a medical perspective, based on the information available, the complaint is not product related. A complaint database search finds no additional reports against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Clinical report states patella grind syndrome and tendonitis. Update rec¿d (B)(6) 2014 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the records the patient underwent an arthroscopy to address patellofemoral grind syndrome. The patella and femoral components will be reported at this time. The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).